Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (500 at 132 mcg/day) via an implantable pump for unknown indications for use. It was reported that wound dehiscence occurred at the pump pocket site so the healthcare provider explanted the pump and a portion of the intrathecal pump segment. The other portion of the pump segment and the anchor were left in place for potential reimplantation. The issue was resolved.